Event description:
Caller reported experiencing air bubbles and gaps in the tandem mobi cartridge during the pumping process. There was no information provided regarding any adverse impact on the caller's blood glucose level. After resolving the issue of large air bubbles and gaps, the caller successfully resumed insulin therapy and confirmed understanding of the resolution.